Event description:
Information was received from a patient receiving intrathecal bupivacaine 5 mg/ml and morphine (unknown) 50 mg/ml at unknown concent ration/doses via an implantable pump for unknown indication for use. It was reported by the patient that they had a refill on the 6th and when they checked the pump it had stalled and restarted. Patient stated they were told it was probably due to the welding class they were in. Patient inquired if this was something that would happen every now and then. The patient was redirected to their healthcare provider to further discuss and patient stated they would call the welding manufacturer/class to find out more information about the strength.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.